Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed bottom case cracked by "l" bracket. Left plunger case cracked. Motor rate error was found during occlusion test. The root cause of the reported issue normal wear, parts were over nine years old. Combination of leadscrew, clutches and worm gear were dirty and old. Actions taken to mitigate the reported issue: replaced leadscrew, clutches, worm gear and worm coupling. Device passed all functional tests. UDI information is unknown.

Event description:
It was reported that a motor rate error event occurred. No patient injury reported.